Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
Reportable based on device analysis completed on 02-oct-2018. It was reported that balloon inflation failure occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. After a guide wire was crossed, a 2.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, the device failed to inflate. It was pulled out from the sheath as it was. The physician said that the inflation lumen and the wire lumen were connected. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a pinhole in the guide wire lumen. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination did not reveal any damages. Microscopic examination revealed that the tip is damaged and there is a pinhole in the guidewire lumen 2.6 cm from the tip. There is blood present in the guidewire lumen and the balloon is loose. Inspection of the remainder of the device presented no other damage or irregularities.